Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of death, hypotension, neurological deficit/dysfunction and renal failure are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that 29 days after the implantation of the acculink stent in the left internal carotid artery, the patient experienced ischemia in the right lower leg and acute renal failure requiring a femoral popliteal bypass. After the procedure, the patient became encephalopathic and hypotensive. The patient had many co-morbidities such as coronary artery disease and diabetes. The patient's family opted to provide comfort care only to the patient resulting in the patient's demise. There was no additional information provided.